Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). A call to technical support was made on (B)(6)2013 stated that dr. (B)(6) called last night informing that the patient's lv lead was causing diaphragmatic stimulation. The physician turned lv subthreshold and will recheck patient in a couple of weeks after the lead has settled in. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).